Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. The physician performed a review and as per monitor query answer it was determined the ra lead was dislodged. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.